Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor resolute des was implanted into the ramus and one resolute integrity des was implanted into the rca. Approx 20 months post index procedure, the patient died. The investigator and safety assessed the event as unlikely to be related to the index device or anti-platelet medication.

Manufacturer narrative:
Additional information: cec adjudicated the patient died sudden cardiac death. Date of death updated. If information is provided in the future, a supplemental report will be issued.